Event description:
Negatively biased total b-ncg result on one patient's sample. The result was not reported. A bias of the magnitude observed might lead to inappropriate physician action. There was no report of patient harm as a result of this event.